Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The following day in the afternoon, while getting ready for discharge, the patient experienced thoracic pain, abdominal pain, sweating and drowning sensation. On palpation, there was abdominal resistance and acute pain. Pneumoperitoneum was suspected and a CT scan was done. Patient was treated with ondasentron (IV) for nausea, parecetamol (IV) for pain, 2 liters oxygen and a urinary catheter was placed. After half an hour, the pain and abdominal resistance decreased. Patient remained hospitalized and was placed on npo (nothing per oral) status. Patient was also treated with antibiotic augmentin 1gm every 8 hours IV and nolotil IV for pain. On (B)(6) 2020, patient¿s status improved with no pain and tolerated diet. Patient was discharged on oral antibiotics to complete the dose.